Event description:
Healthcare professional (hcp) reports a blood leak resulting from a cracked arterial header during pt use on reuse number 11. The crack was noted to be along the threads of the header. Estimated blood loss was 250cc and treatment was continued with new disposables without incident.